Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the pump is repeatedly emitting low battery alarms even after changing the battery. All batteries used were from the same pack, or laying around the house. And customer support advised the patient to try fresh batteries from a different pack and call back if the issue persists. The pump is working and the reporter will get fresh batteries. There is no allegation of an adverse event. This complaint is being reported because is is unknown if the issue resolved.

Manufacturer narrative:
Follow-up # 1 date of submission 03/27/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings: a review of the pump history showed multiple ¿replace battery¿ alarms were recorded. No battery cap was returned with the pump. All testing was performed using a test battery cap. The pump was exercised for 24 hours with no rebooting or power losses occurring. Unrelated to the complaint, evaluation revealed that there were two battery compartment cracks. There was evidence of moisture contamination found inside the battery compartment. A leak test was performed and a battery compartment leak was found at a battery compartment crack. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint of the short battery life was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.